Manufacturer narrative:
Investigation ¿ evaluation: it was determined in an imaging review for related complaints that a cook that a zenith flex with spiral-z technology aaa endovascular graft iliac leg placed approximately ten years ago occluded. The patient had undergone the initial zenith fenestrated procedure approximately ten years ago at a veteran's hospital. During the procedure, the left side was sealed with a william cook australia zenith fenestrated aaa endovascular graft distal bifurcated body graft (zfen-d) and a zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle). The unknown zfen-d and unknown zsle were reported to be the devices that had type 1b endoleaks. An emergent repair case was completed on (B)(6) 2025 the patient underwent a reintervention or an impending rupture due to the bilateral type 1b endoleaks. During the procedure, coiling of the right internal iliac artery (hypogastric artery) into the right external iliac was completed. A zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-11-107-zt) was used on the right to extend into the right external iliac. With a plan to use a cook iliac branch device later if needed, as this was not the emergent side. There was no issue with deployment, and no issues were noted on the final angiography procedure. The patient was in the hospital for a week with an ileus and was not eating. On day four or five, the patient's leg went numb. However, the patient did not alert anyone to the numbness for twenty-four hours or more. When the staff became aware of the numb leg, a scan was completed and an occlusion of the right zsle-11-107-zt was identified. On (B)(6) 2025 a thrombectomy was attempted. A wire passed, but the thrombectomy was not successful. As a result, a femoral-to-femoral bypass was completed. After the reintervention (thrombectomy and femoral to femoral bypass) for the occluded right zsle-11-107-zt was completed, an above the knee amputation was completed (date unknown) and another bypass was completed (date unknown). The patient died on (B)(6) 2025. Initially, the patient's blood work did not show the patient to be heparin induced thrombocytopenia positive (hit). However, it was later confirmed the patient was hit positive. The focus of this investigation is the zenith flex with spiral-z technology aaa endovascular graft iliac leg (unknown zsle) that occluded during the reintervention procedure on (B)(6) 2025. Reviews of the documentation including the complaint history, device history record, drawing, quality control procedures, specifications and instructions for use (IFU) of the device, were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be completed. However, medical imaging was provided for expert review by a vascular surgeon. The reviewer noted, ¿I¿ve had to make a couple of assumptions, as the index procedure (zfen) was done over 10 years ago. Assumption 1. ¿ from the descriptions in the documents, it sounds like the zfen-d was deployed with the long limb on the patient¿s l. Side, and this sealed directly into the l. Common iliac artery. Assumption 2. ¿ no zsle or other iliac limb graft was used on that l. Side, but that there was a zsle of unknown specifications used on the r. Side, between the zfen-d short limb and the common iliac on that side. Both sides developed type 1b endoleaks (so, the r. Zsle and the l. Long limb of the zfen-d). Secondary intervention was done for impending rupture of the aaa due to the endoleaks, and presumably the ¿impending¿ nature of the situation was due to rapid recent expansion of the sac due to the endoleaks. The secondary intervention on the r. Side involved putting another zsle from the old one down through the common iliac into the external iliac, after coil embolization of the internal iliac to stop any back bleeding. Unfortunately, that whole r. Sided repair blocked about 4-5 days after the procedure, and after a failed left-to-right fem-fem bypass, the patient had a r. Above-knee amputation. Things obviously progressed for the worse, and the patient also tested positive (I gather) for hits (heparin induced thrombocytopaenia syndrome). This is a rapid-onset sudden depletion of platelets, coupled with severe or catastrophic bleeding. The patient died a couple of days later, but no specific cause of death is given, and we don¿t know if an autopsy was done. One thing is lacking from the report ¿ what was involved in the secondary procedure on the left side, where the zfen-d had a type 1b endoleak. We don¿t know if another zsle was used to fix that endoleak, similar to what was done on the r. Side. Whatever was done, there is no mention of it failing. All the problems occurred on the r. Side. Summary: bilateral type 1b endoleaks in a case that had zfen procedure done 10 years earlier. Treated with secondary intervention to prevent impending aaa rupture, but r. Secondary intervention failed (thrombosis of the new zsle, failed fem-fem crossover bypass, amputation, and eventual death.). No mention of any problems with l. Side repair. Initial type 1b endoleaks would have been due to 10-year progression of the patient¿s aneurysmal disease, with dilatation of the iliacs beyond the sealing point of the original grafts.¿ additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be completed due to the lack of lot information from the facility. Cook also reviewed product labeling. The product IFU, t_zaaasz_rev4 ¿zenith spital-z aaa iliac leg with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: 4 warnings and precautions 4.1 general: patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up: zenith spiral-z iliac artery distal fixation sire greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. Follow-up imaging should be carefully reviewed for narrowing within the leg graft. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Patients with poor outflow or a hypercoagulable state (e.g, cancer) may be at an increased risk of a thromboembolic event. Inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia 4.5 implant procedure inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. Use caution during manipulation of catheters, wires and sheaths within an aneurysm. Significant disturbances may dislodge fragments of thrombus, which can cause distal embolization, or may rupture the aneurysm. Excessive overlap 10mm above the main body bifurcation may increase the risk of limb thrombosis. 5.2 potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component/ suture break; occlusion; infection; stent fracture; graft material wear; dilation; erosion; puncture; perigraft flow; and corrosion graft or native vessel occlusion, surgical conversion to open repair. Renal complications and subsequent attendant problems (e.g., dehiscence, infection) 7.1 individualization of treatment: the risks and benefits should be carefully considered for each patient before use of the zenith spiral-z aaa iliac leg. Additional considerations for patient selection include, but are not limited to: patient¿s age and life expectancy, co-morbidities (e.g., cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity), patient¿s suitability for open surgical repair, patient¿s anatomical suitability for endovascular repair, the risk of aneurysm rupture compared to the risk of treatment with zenith spiral-z aaa iliac leg, patient¿s ability to tolerate general, regional or local anesthesia, iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introducer sheath, ¿ zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20mm in diameter (measured outer wall to outer wall), freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft., the final treatment decision is at the discretion of the physician and patient. 8 patient counseling information: physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death 12.1 general: all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., enoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up physicians should evaluate patients on an individual bases and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should received follow-up at more frequent intervals. Evidence provided by the complaint facility, complaint history, image review and the dmr suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, expert review of medical imaging provided, and the results of this investigation, a definitive cause for the failure could not be established. While a definitive cause could not be established, the patient¿s condition was considered a likely contributing factor. The imager reviewer noted ¿on the second set of imaging, from (B)(6) 2025, after the secondary intervention, I can see that a second zsle has been deployed inside the first zsle, but that the whole conduit (double zsles plus the external iliac artery) has occluded. I can¿t see any kink or other appearance that would cause an occlusion, so it would almost certainly be due to spontaneous thrombosis, presumably due to the patient¿s general poor state of health. I can¿t see any fault or failure of the device being responsible for the occlusion.¿ additionally, the site reported that although the patient¿s initial labs were negative for heparin-induced thrombocytopenia (hit), later testing confirmed the patient was hit positive. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
D6a implant date: approximately 10 years ago. H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was determined in an imaging review for related complaints that a cook that a zenith flex with spiral-z technology aaa endovascular graft iliac leg placed approximately ten years ago occluded. The patient had undergone the initial zenith fenestrated procedure approximately ten years ago at a veterans hospital. During the procedure, the left side was sealed with a william cook australia zenith fenestrated aaa endovascular graft distal bifurcated body graft (zfen-d) and a zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle). The unknown zfen-d and unknown zsle were reported to be the devices that had type 1b endoleaks. An emergent repair case was completed on 07nov2025 the patient underwent a reintervention or an impending rupture due to the bilateral type 1b endoleaks. During the procedure, coiling of the right internal iliac artery (hypogastric artery) into the right external iliac was completed. A zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-11-107-zt) was used on the right to extend into the right external iliac. With a plan to use a cook iliac branch device later if needed, as this was not the emergent side. There was no issue with deployment, and no issues were noted on the final angiography procedure. The patient was in the hospital for a week with an ileus and was not eating. On day four or five, the patient's leg went numb. However, the patient did not alert anyone to the numbness for twenty-four hours or more. When the staff became aware of the numb leg, a scan was completed and an occlusion of the right zsle-11-107-zt was identified. On (B)(6) 2025 a thrombectomy was attempted. A wire passed, but the thrombectomy was not successful. As a result, a femoral-to-femoral bypass was completed. After the reintervention (thrombectomy and femoral to femoral bypass) for the occluded right zsle-11-107-zt was completed, an above the knee amputation was completed (date unknown) and another bypass was completed (date unknown). The patient died on (B)(6) 2025 or (B)(6) 2025. Initially, the patient's blood work did not show the patient to be heparin induced thrombocytopenia positive (hit). However, it was later confirmed the patient was hit positive. The focus of this report is the zenith flex with spiral-z technology aaa endovascular graft iliac leg (unknown zsle) that occluded during the reintervention procedure on (B)(6) 2025. Additional reports for this patient have been submitted under report numbers 1820334-2025-01503 and 1820334-2025-01507.